Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 in order to undergo a revision surgery to replace the internal magnet. The implanted device remains.

Manufacturer narrative:
Per the clinic, the recipient experienced a constant static sound with the processor on. An open circuit were noted on electrodes 22. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
This report is submitted on june 28, 2024.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI on (B)(6) 2024. Surgery to replace the magnet is planned but has not taken place at the time of this report. The implanted device remains.